Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. There was no reported adverse impact to the customer. The customer declined to provide any more information to customer technical service or to troubleshoot.